Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart xl defibrillator had a leads ECG failures message when the device was powered on. There was no negative pt impact.